Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. The correct manufacturing date is 30 may 2017. Based on the results of the investigation, it was determined that the cause of the phenomena was abnormal heat generation from xenon lamp because sufficient amount of heat compound was not applied. Per clv-190 technical guide [chapter 5 troubleshooting], e102 is an error that occurs when the temperature inside the light source rises, causing the lighting lamp to light abnormally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[6.3 insertion of the lamp]: apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had an e102 lamp error. The issue occurred every 5 minutes, after it was turned on and off during inspection. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation. And the customers allegation was confirmed. It was noted, the issue occurred; due to irregular heating of the xenon lamp. It was also noted, that the heat sink was unable ti dissipate the head; due to insufficient heating compound. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.